Event description:
When the technician turned on the pump, there was no response. They checked the power outlet and the power plug, but everything seemed normal. A back-up pump was available for use.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.